Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including incorrect surgical technique during device application. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/07/2025, it was reported by a sales representative via (B)(4) that an ar-9501-04-135p univers revers monoblock was loose and mismatched in size. This was discovered during the case. Another device was used to complete the case with no patient harm.